Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg displayed the end of life (eol) indicator earlier than intended. The patient still had therapy and it's unknown if the ipg depleted prematurely. Surgical intervention was undertaken to replace the ipg. Effective therapy was established postoperatively.